Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath could not be aspirated. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. The sheath could not be aspirated. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.